Event description:
A customer reported a complaint of high readings on her precision xtra blood glucose meter. On the 15 may 06 the customer obtained a reading of of 6.9mmol/l at 4pm and thought she was feeling hypoglycemic. The customer had a cordial. At 9:30pm a reading of 26.2mmol/l was obtained. The customer administered 4 units of insulin. An hour later at 10:30pm a reading of 27.7mmol/l was obtained. The customer administered 7 units of insulin. At 12:30am on 16 may 06 a readi9ng of 3.4mmol/l was obtained. An ambulance was called as the customer passed out. The customer was given 3 glasses of orange juice by her neighbor before the ambulance arrived.

Manufacturer narrative:
A reading of 21.5mmo/l was obtained on the customer's meter compared to 8mmol/l on the ambulance meter. The customer's meter was not calibrated to the strip lot in use at the time of the incident. The meter and test strips have been requested for investigation.